Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) on (B)(6) 2015. Mesh removal occurred on (B)(6) 2016. Patient's legal representative stated hematuria, pelvic pain, uti, dyspareunia, urge urinary incontinence, urgency/frequency, palpable mesh, exposed sling, pain.